Manufacturer narrative:
Citation: giannini c et al. Edwards sapien versus medtronic aortic bioprosthesis in women undergoing transcatheter aortic valve implantation (from the win-tavi registry). American journal of cardiology. 2020; 125:441-448. Doi: 10.1016/j.amjcard.2019.10.056. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a comparison of the outcomes of women undergoing the implant of a balloon-expandable or self-expanding transcatheter valves. All data were collected from multiple centers between march 2013 and december 2015. The study population included 1019 patients (entirely female, mean age 83 years), 382 and 79 of which were implanted with medtronic corevalve and evolutr transcatheter valves, respectively (no serial numbers provided). Among all medtronic corevalve and evolut r patients, 20 and 60 deaths occurred within 30 days and 1 year post implant, respectively. 20 and 35 deaths at 30 days and 1 year post implant, respectively, were attributed to cardiovascular causes. No further details about the deaths were provided. Based on the available information medtronic product was not directly associated with the deaths. Among all medtronic corevalve and evolut r patients, adverse events included: stroke, myocardial infarction, major vascular complications, major bleeding, permanent pacemaker implantation, valve embolization, annulus/aortic rupture, pericardiocentesis, ventricular perforation, coronary obstruction, conversion to surgical intervention, valve-in-valve replacement, severe aortic regurgitation. Based on the available information medtronic product was directly associated with the adverse events. No additional adverse patient effects or product performance issues were reported.